Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The iabp completed all power on self tests successfully. The stm connected a trainer and intra-aortic balloon (iab) and initiated pumping. The iabp ran without issue for 60 minutes. The stm noted a "gas gain in iabp circuit" in the logs. The stm used an iab from the customer and allowed the iabp to run for 24 hours. No issues were noted. The stm could not reproduce the "gas error." The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a gas error. The patient was switched to another iabp. No patient harm, serious injury or adverse event was reported.